Manufacturer narrative:
(B)(4). Preliminary investigation of the returned device sample indicates a sheath valve assembly separation.

Event description:
The customer reports the valve bent and stayed open when sheath was peeled away. There was no patient injury or consequence. The patient condition is reported as "fine". Therapy was delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned the lid stock and used safe sheath from a cs-15282-vsp kit. The valve housing was completely split and the sheath was split slightly below the hub. One of the valve pieces was loose from the assembly. No defects were identified. The sheath body was split 7 mm below the hub. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product indicated that the sheath should be removed by sharply snapping the tabs of the valve housing in a plane perpendicular to the long axis of the sheath to split the valve and sheath apart while withdrawing it from the vessel. The sheath is not designed to fit back together after use. The customer reported issue of the sheath valve not fitting back together was not confirmed during the complaint investigation. Once split the sheath valve is not designed to be put back together. Therefore, the probable cause is user error. An in-service request has been initiated to further investigate this complaint issue.

Event description:
The customer reports the valve bent and stayed open when sheath was peeled away. There was no patient injury or consequence. The patient condition is reported as "fine". Therapy was delayed/interrupted.